Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been received. On (B)(6) 2010, the reporter stated that the floor mat cushion is not damaged and in good condition. The mat remains in use at the facility with some restriction. (B)(4).

Event description:
The reporter stated that a member of their staff, a nurse assistant tripped and fell over the mat cushion on (B)(6) 2010 at 1:00pm. After the fall, she was taken to their facility employee health care and x-rays were taken of her injury. The x-rays shows that she sustained a left elbow fracture. The nurse assistant remains off work. On (B)(6) 2010 - the reporter was again contacted for pt/product f/u info. The reporter stated that the nurse assistant returned to work on (B)(6) 2010 and she is doing okay. The floor mat remains in use at the facility.